Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis which was manifested by abdominal pain and cloudy effluent. The cause of the peritonitis was unknown. The patient was hospitalized for the event. The patient was treated with unknown intraperitoneal antibiotics. The patient was discharged nine days after hospital admission. At the time of this report the patient was recovered from this peritonitis event and antibiotic therapy was ongoing for an additional two weeks. Dianeal therapy was ongoing. No additional information is available.